Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the pump was making 3 beeps about every 2 hours and she was not sure why. Customer stated that the pump does not have anything on the screen when she looks at it. Customer stated that her blood glucose was 112-118 mg/dl. Customer also received a check settings alarm. It was explained that the alarm would be normal with a new pump. Customer was asked to monitor the pump and call back if the issue recurs.